Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn bearings and ran hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due worn bearings due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The evaluation was corrected. (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device "was getting hot." The reporter stated that the event was discovered during routine maintenance and the device was not being used during surgery. No injuries or medical intervention was reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.